Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to potential electromagnetic interference from instruments used during a lung lobectomy procedure, the right ventricular (rv) lead exhibited low impedance in the bipolar configuration and a subsequent polarity switch to unipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.